Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the while firing the 4th clip the jaws clamped down on tissue then had to be pried open to remove the device. There was no tissue damage. Another device was used to complete the procedure. No adverse consequences reported. (B)(4)